Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the available information, there was no indication for a performance issue of reagent or instrument. The field service engineer performed additional system checks, adjustments, and cleanings. The customer performed calibration and qc with acceptable results. After service, the customer did not report any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed system checks, adjustments, and cleaning's. After service, he performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable hdl-cholesterol gen.4 results for 35 patients on a cobas 8000 c 702 module. On 02-nov-2020, the initial hdl results were reported outside the laboratory. The customer performed repeat testing with these samples for confirmation. On 04-nov-2020, the customer determined the repeat results were correct and communicated the corrected reports to healthcare providers. The customer provided one example of a patient with a corrected report: the patient¿s initial hdl result was 28 mg/dl, and the patient¿s repeat result was 68 mg/dl. The hdl reagent lot number was 442350 with an expiration date requested but not provided.